Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had two open wounds. The patient reported that the two open wounds were located under the te pads. The skin was reported to be broken, but not bleeding or oozing fluid. The patient indicated that they had been prescribed a cream for the wounds. Additionally, the patient's garments were replaced to address stretching due to infrequent laundering. Follow-up indicated that the wounds were improving.